Event description:
It was reported that after implant procedure, in the recovery room, the patient complained of chest discomfort. After an echocardiogram was reviewed, pericardial effusion was observed. R-wave sensing variation was also noted on the right ventricular lead. The patient was checked again in two hours and was stable. The physician elected to not reposition the lead. Pericardiocentesis was not performed. Patient was checked in office on (B)(6) 2017 and was in stable condition.